Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was 120 mg/dl. The customer stated that while she was changing the reservoir it popped off and she was unsure how the damage happened to the insulin pump. The troubleshooting was performed and found that the reservoir was locking in place. The customer was advised to discontinue use of the insulin pump and revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.